Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded. The reported alarm was observed upon power up, however. The issue was occurring because the main board did not operate as intended due to normal wear. No other fault was found with the device. The worn main board was replaced to address the product problem.

Event description:
It was reported that the medfusion pump alarmed with a green screen. No patient injury or complications were reported in relation to this event.